Event description:
Information was received from a family/friend regarding a trial patient who was using an external neurostimulator (ens) for non-obstructive urinary retention; the trial began on (B)(6) 2021. It was reported that the trial patient's wife stated that the patient is a little sore. Patient's wife stated that the patient had like 3 drops of blood 7:23 a.m. On (B)(6) 2021. Additional information was received on 2021-03-09, the patient's lead came out so she put it back in but the patient stated that it is loose and moves around. No further complications were reported/anticipated at this time.

Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, lot# unknown, serial# none. Implanted: none. Explanted: none. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: none , UDI#: none. If information is provided in the future, a supplemental report will be issued.